Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/20/2017 with the following findings: during investigation, there was a crack at the top right corner of the display lens. The "down" arrow was found to be under responsive to user presses. Unrelated to the original complaint, the battery compartment was found to be cracked. The display was dim and discolored. The down arrow was under responsive. The keypad was removed and the down arrow button contact was flattened. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, it was reported that the display screen was cracked and could not be safely read. There was no indication that the issue caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.